Event description:
Reportable based on analysis completed on (B)(4) 2014. It was reported that tip damage occurred. A 20mm x 3.50mm nc quantum apex balloon catheter was selected and advanced to the dilate the target lesion. The device initially worked successfully; however, during the second use, they unravelled and loaded the device. It was then noted that the tip of the balloon catheter was bent. No patient complications were reported and the patient¿s status was fine. However, returned device analysis revealed hypotube break.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an nc quantum apex balloon catheter with the original pouch. The batch number on the returned packaging and device matched the batch number for this complaint. There was blood and contrast in the inflation lumen and blood in the guidewire lumen. The shaft was kinked 20cm and 25cm from the distal tip and there were multiple hypotube kinks. The device was returned in 2 pieces; the hypotube was broken 21.5cm from the strain relief. The fracture faces were oval shaped, as if kinked prior to separation, and the material was jagged and stretched, which suggests that the separation may be related to tensile overload (material stress/fatigue). Inspection of the remainder of the device presented no damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the hypotube broken¿ or ¿shaft kinked. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).